Event description:
On (B)(6) 2013, the patient contacted animas and alleged that her blood glucose (bg) reading was over 500mg/dl today. She says this is normal for her and says it evens reads "high" on ther meter sometimes. She I s not implicating pump, and no in depth troubleshooting was done. Review of pump settings as follows: time/date correct, basal settings as desired, advanced bolus settings as desired. Additional pump history not reviewed as pt is not implicating malfunction of product - pump, site or set in elevations. Although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the blood glucose incident.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.